Event description:
The hcp reported the pump and catheter were explanted and replaced after an implant duration of 16 months. The hcp noted a "possible disconnection." A follow up report will be sent when additional info is received.